Event description:
The user facility reported that a processor cycle aborted due to a power failure. The endoscope was removed from the processor and reprocessed. No injuries were reported or procedures were cancelled; one procedure was minimally delayed.

Manufacturer narrative:
A steris service technician inspected the equipment and found a loose wiring plug which occurred during prior servicing. The unit was repaired, tested and returned to service. The steris service technician who performed the prior maintenance was advised of the importance of re-seating all wiring connections upon completion of service.